Event description:
It was reported that the customer had a no delivery alarm. Customer indicated that he would take care of it on his own because he did not have time. No further assistance needed.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.